Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The same day the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report the patient remained hospitalized and patient outcome was unknown. Action taken with therapies was not reported. No additional information is available.